Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving unspecified high sensor scans when compared to unspecified results obtained from a built-in meter. The customer experienced symptoms of shivering and a loss of consciousness and was unable to self-treat, requiring a glucagon injection from the father as treatment. There was no report of death or permanent impairment associated with this event.